Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this device experienced a fall which resulted in contusions on the face. Upon interrogation, premature battery depletion was observed. Additionally, high out of range impedance measurements and possible loss of capture. The connection was verified to be appropriate and the lead was tested through which verified all measurements were appropriate. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.